Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned with the pump for testing. The pump powered on with a test battery cap. The keypad was observed to be intact with no peeling or other damage noted. The keypad buttons were tested and were confirmed to be responding within specifications. The pump was opened and moisture was observed inside the pump including moisture contamination noted on the keypad flex cable. Unrelated to the complaint, the display screen was found to be faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. All buttons on the keypad are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.